Event description:
Customer called to report a button error. The patient reported a blood glucose level of 54mg/dl. Customer reported that she was administering a bolus when button error alarmed. No additional information was provided.

Manufacturer narrative:
.